Event description:
Percutaneous transluminal angioplasty (pta) of the left brachial artery was being performed. The vessel had moderate calcification, moderate tortuosity and 90% stenosis. The lesion was predilated and stent was deployed. Post dilatation was made with the balloon catheter; however, there was resistance as the device was being retrieved through the si, therefore the si and balloon catheter were removed as one unit. There was no adverse consequence to the patient. This product has been returned for evaluation and testing; however, the failure analysis report is not yet completed. Additional information will be sent within 30 days upon receipt.